Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that the dental implant located at site #26 failed because, during the placement of the healing cap, the implant ascended into the maxillary sinus (extracting through lateral window at the same time). The doctor intends to reposition the implant in the future. The doctor reports osteolysis and notes that the patient is a smoker. The bone type is unknown. Zimvie received one (1) xifnt410, (osseotite tapered certain implant 4 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. The implant had debris on the internal and external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Note a isha44, was returned with the implant. The abutment had markings from removal, however it disengaged from the implant. No failures were identified. The abutment was recorded in the concomitant medical product section. DHR review was completed for the subject lot number 2022061235. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022061235 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : relocation into sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque placing restorative component. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reports that the dental implant located in position number #26 failed because, during the placement of the healing cap, the implant ascended into the maxillary sinus (extracting through lateral window at the same time). The doctor intends to reposition the implant in the future.the doctor reports osteolysis and notes that the patient is a smoker.the bone type is unknown.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter name unknown / not provided.